Event description:
It was reported that far-field r-wave oversensing was seen on a right ventricular automatic threshold (rvat) test and intrinsic amplitudes were out-of-range for this implantable cardioverter defibrillator (ICD). Intermittent far-field oversensing has also been observed on the presenting electrogram (egm), but it has been appropriately blanked. The ICD system remains in service. No adverse patient effects were reported.